Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04097 and 2134265-2018-04099. Promus element china clinical study. It was reported that angina occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left circumflex (lcx ) artery with 99% stenosis, and was 22 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.5 mm x 24 mm promus element stent with 0% residual stenosis. The target lesion #2 was located in the proximal lcx with 99% stenosis, and was 22 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.75 mm x 28 mm promus element stent with 0% residual stenosis. The target lesion #3 was located in the proximal left anterior descending (lad) artery, with 90% stenosis, and was 30mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of 3.50 mm x 32 mm promus element stent with 0% residual stenosis. Three days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with stable angina pectoris and was hospitalized on the same day. No corrective actions was taken to treat the event. In (B)(6) 2018, the event was considered to be resolved/ recovered and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the implanted stents were patent.